Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. After several grasping attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. It was suspected that the chordae was stuck between the gripper and shaft. The clip was able to be freed from the chordae without causing damage. The clip was removed and replaced. One clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet grasping resulting in difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. The reported single gripper actuation issue however, per the account was suspected to be due to the clip interacting with the anatomy (chordae stuck between the gripper and shaft). There is no indication of a product issue with respect to manufacture, design or labeling.